Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was between 300 mg/dl and 400 mg/dl. Customer reported treating their blood glucose with 20 units of insulin, but it did not resolve their high blood glucose. Customer treated their blood glucose with a manual injection and insulin pen. It was also found the customer was feeling tired and frequently urinating due to their high blood glucose. Customer declined to check for the presence of leaks and air bubbles during troubleshooting. Troubleshooting was also not completed because the customer did not have a tubing clamp available. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.